Event description:
It was reported the patient fell down a flight of concrete steps, sprained an ankle, broke a right fibula, and lost therapeutic effect. The implantable neurostimulator had been "working fabulous," but the patient had about three "accidents" a day. The patient received about 80% success. The patient was to meet with their health care provider on (B)(6) 2012. Patient outcome was not provided.

Manufacturer narrative:
Product ID: 3093-28, lot# v240154, implanted: (B)(6) 2009; product type: lead, product ID: 3037, serial# (B)(4); product type: programmer, patient. (B)(4).